Event description:
It was reported that a surgeon was finishing inserting the helical blade the knob fell off the connecting screw as the surgeon made his final hammer strike. The helical blade inserter was stuck on the helical blade. After unsuccessfully trying to disconnect the blade from the inserter the surgeon backed out the helical blade and switched to a lag screw. There was thirty minute delay in completing the procedure. The procedure was successfully completed with no patient injury reported. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Lot number was reported as 1510064 or is10064; neither lot number could be verified; therefore, further investigation cannot be performed. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a review of the device history records was completed: isimac machine company manufactured the helical blade coupling screw. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number. No material review reports or non-conformance reports were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.